Event description:
It was reported that a device implant was attempted, but not successful because of a problem with the atrial grommet. The physician was unable to secure the lead in the header. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was found to be damaged.